Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/18/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as a red rash that developed into an abscess and was located on the stomach. On (B)(6) 2016, the patient went to urgent care and had a surgical procedure in which pus was drained from the abscess and then had the area packed with gauze. The patient was prescribed bactrim antibiotic to be taken twice a day. It was also indicated that the patient would be required to repack the abscessed area with gauze for the proceeding four days. At the time of contact, the patient had been discharged from the urgent care and was in good condition at home. No product or data was provided for investigation. However, a photo of the skin reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.